Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device returned for evaluation. Concorde bullet, 11x13x27 parallel cage [product code: 1878-27-213, lot no: 509132]. Visual examination of the returned concorde bullet, 11x13x27 parallel cage [product code: 1878-27-213, lot no: 509132] revealed that the threads had been completely sheared off along the full length of the hole. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the cage threads becoming completely sheared off cannot be positively determined. One possible root cause based on the observed damage is that the inserter tool most likely was not properly seated during insertion resulting in shearing of the threads. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Light screw thread issue: during the fusion internal fixation surgery, the surgeon could not revolve the screw at 90 degree. He removed it immediately and noted that the screw thread is light after checking the appearance. Changed another screw to complete. There was no report on patient injury.